Manufacturer narrative:
Correction to d9, the product was returned 27dec2021. This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the bending section rubber glue was lifted however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the evis exera ill colonovideoscope was cultured and tested positive on multiple occasions. On (B)(6) 2021, all channels were sampled and tested positive for ten (10) colony forming units (cfus) of stenotrophomonas maltophilia. On (B)(6) 2021, the air/water channel tested positive for ten (10) cfus of klebsiella oxytoca and the aspiration channel tested positive for over one hundred (100) cfus of serratia marcescens and pseudomonas aeruginosa. The issue was found during a routine culture. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was also sampled. The air/water channel was precleaned/flushed with water. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, instrument channel port, and distal end were manually cleaned with novaclean brushes. The scope was not manually disinfected. The aer used was soluscope along with soluscope cln and soluscope paa. The customer stored the scope bagged in a plasmatyphoon. The scope was not sterilized, the subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.